Manufacturer narrative:
Analysis of the lead found stim lead distal end bent, new out of box.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep). It was reported that the lead tip was bent in the packaging and was never touched by the hcp. The lead was not used and the issue was resolved. No patient symptoms reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the company representative reported the electrode was obviously bent before being removed from the packaging. The device was not used in the patient, there was no patient injury or death and they recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.